Event description:
Customer reported one sars-cov-2 tma run, wl 01750-20210504-04, using assay lot: 295582 on panther instrument sn: (B)(4) which had a discrepant sample. The sample was tested twice with an initial negative result and repeated as positive. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; pas agreed with ts that the samples were likely low-target and could amplify only one time it was tested. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.